Event description:
It was reported to customer service of (B)(6) that the end of the adapter that goes into the patient's cvc broke off in the cvc lumen. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".